Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that customer was admitted to the hospital due to hyperglycemia on unknown date. Customer blood glucose level was 495 mg/dl when admitted to hospital. Customer stated that insulin pump was completely off. The device will not be returned for analysis.